Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient felt a throbbing sensation in his heart and turned the stimulator off. The sensations subsided and the physician encouraged the patient to test lower stimulation levels. However, the patient refused to continue using the device. The leads were explanted although the cardiologist assured the patient that the symptoms were not related to the device/therapy. There have been no reports of further complications regarding this event.